Manufacturer narrative:
19-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Stayed healthy [no adverse event]. Small piece broke off from the brush head attachment...brush head...falls off - oral-b [device breakage] brush head no longer stays securely attached - oral-b [device connection issue] case narrative: consumer via e-mail stated that a small piece broke off from the oral-b toothbrush head attachment. The oral-b toothbrush head no longer stayed securely attached to the oral-b toothbrush and often times fell off mid-brushing. No injury was reported. 17-jan-2024 follow up via digital safety assessment survey: the consumer was a 55 year old male. No injury was reported. 21-jan-2024 follow up via email: the consumer reported that fortunately he stayed healthy. No injury was reported. 20-feb-2024 case update: the suspect product lot was ab11811138. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stayed healthy [no adverse event]. Small piece broke off from the brush head attachment...brush head...falls off - oral-b [device breakage]. Brush head no longer stays securely attached - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that a small piece broke off from the oral-b toothbrush head attachment. The oral-b toothbrush head no longer stayed securely attached to the oral-b toothbrush and often times fell off mid-brushing. No injury was reported. 17-jan-2024 follow up via digital safety assessment survey: the consumer was a (B)(6) male. No injury was reported. 21-jan-2024 follow up via email: the consumer reported that fortunately he stayed healthy. No injury was reported.